Event description:
The customer reported a false positive reaction of cell #1 of biotestcell-i11 with blood grouping reagent seraclone anti-c. The blood grouping reagent that had caused the false positive test result was sent to us for investigational testing and the supposedly defective product was returned, too. Testing in our qc lab is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of cell #1 of biotestcell-i11 with blood grouping reagent seraclone anti-c. The blood grouping reagent that had caused the false positive test result was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the material provided by the customer and could confirm the customer's result. Further testings confirmed the correctness of the blood grouping reagent seraclone anti-c. Other testings showed that the labelled vial of cell #1 of biotestcell-i11 did not contain cell #1 but another reagent blood cell. The serological final testing sample as well as the retained sample of the supposedly defective product reacted correctly according to the provided antigen profile sheet. A risk analysis was performed and stated that there is no risk for the customer: biotestcell-i11 is used for the identification of antibodies detected by a positive antibody screening test. The panel biotestcell-i11 consists of eleven different reagent red blood cells. The eleven reagent red blood cells differ in their antigen pattern. The correct panel cell #1 and the wrongly filled panel cell #1 differed in the antigens d, c, jk(b), n, le(b) and co(b). All antigens, except co(b) which has no clinical relevance, were also covered by other reagent red blood cells of the panel. Therefore a wrong antibody identification by this error was not possible, only a delayed identification, because the customer had to use further identification panel cells. Because the complaint was confirmed further internal actions (deviation, CAPA) were initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.